Event description:
A code blue called on patient. Attempt to utilize CPR release pull at foot of bed unsuccessful. The release would not deflate the bed and had to manually hold both of the pull releases at the foot of the bed for the CPR release to work, and for the bed to stay flat without air in the mattress.